Manufacturer narrative:
Device received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
The incident date has been changed to (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual bolus. Customer stopped troubleshoot for high blood glucose after finding that there was leak on the reservoir o ring. Auto mode feature was active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump and reservoir will be returned for analysis.